Event description:
Per circulator getting room ready for first case, major general pack from medline had a bug between the outer plastic and the pack wrap. Pack was discarded and another pack used. Manufacturer response for major general pack, major general pack (per site reporter). According to medline rep, a quality complaint was filed and will be in touch.